Event description:
It was reported that the call was about the patient programmer. The patient was not able to make adjustment both with or without antenna attached. The patient had been "leaking terribly for the past few days". The patient hadn't felt the stimulation "for quite a while, I really didn't notice it". On the controller the patient cannot "get beyond the question mark". Patient services had the patient try to use the patient programmer, but they get the poor communication screen with or without the antenna. The patient called the next day and reported she received new patient programmer today and was having the same issue. Patient services walked the patient through connecting the patient programmer both with and without antenna. The patient saw poor communication both times. The patient verified she was using new patient programmer and old patient programmer was packaged for shipping. The patient was sent a 3037 under rpi# (B)(4) and she still cannot get a connection. She had it for 56 months. Ins could be depleted. Sending her an antenna. She has not had stim since early (B)(6) 2014. Appears to have occurred through product use. Additional information received from the healthcare provider noted that the patient had an appointment with the doctor on (B)(6) 2014 to address her issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37092, serial# unknown, product type: accessory; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v391797, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy. However, the patient was working with their healthcare provider (hcp), and was scheduled for surgery on (B)(6)-2014. Analysis found that the programmer that was returned did not have any significant anomalies (c200); the antenna jack was resoldered as a preventative measure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.